Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime/fill anomaly or moisture damage inside the reservoir compartment, electronic assembly or motor noted. The drive support disk/motor was inspected and no anomaly was noted. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump had a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 544mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. The drive support cap was noted to be flushed. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the customer's blood glucose reading was 544 mg/dl at the time of the incident.